Event description:
It was reported that: "continued bleeding from the site post deployment. Possible vessel dissection/damage revealed via angiogram. Surgical cutdown/repair was performed to the site. " additional information: " micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was mm with moderate calcification and some tortuosity noted. Measured depth for the manta was 7+1=8. When attempting to advance the sheaths during the procedure they had to be exchanged multiple times due to difficulty traversing the vessel. Systolic blood pressure was 149mmhg. Act greater than 250 at time of deployment. 12 thousand units of heparin was administered during the procedure. Time to hemostasis was approximately 20 minutes. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). The customer report of "possible vessel dissection/damage" post manta deployment was confirmed by visual inspection of the customer supplied angiograms. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was received from the sales representative in the case that there were issues inserting and removing the procedure sheaths and that the sheaths were switched out multiple times during the procedure due to difficulty traversing the vessel. The product IFU states "the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation". However, without the device to evaluate, the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "continued bleeding from the site post deployment. Possible vessel dissection/damage revealed via angiogram. Surgical cutdown/repair was performed to the site. " additional information: " micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was mm with moderate calcification and some tortuosity noted. Measured depth for the manta was 7+1=8. When attempting to advance the sheaths during the procedure they had to be exchanged multiple times due to difficulty traversing the vessel. Systolic blood pressure was 149mmhg. Act greater than 250 at time of deployment. 12 thousand units of heparin was administered during the procedure. Time to hemostasis was approximately 20 minutes. The patient was reported as fine post the procedure.".

Manufacturer narrative:
(B)(4).